Manufacturer narrative:
(B)(4). There was no alleged malfunction of the patient's device, (B)(4) were not returned for evaluation. Review of the manufacturing records indicated that the associated devices met all requirements prior to their release. Log file analysis of both pumps revealed suction and low flow alarms confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the suction and low flow alarms was the reported collapsed left lower lobe of the lungs as well as the haemopneumothorax found in the left lung. Internal bleeding is a known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. It is noted to correct any identifiable coagulopathy with fresh frozen plasma, vitamin k, protamine, or platelet transfusions. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional information provided on 07/13/2016 states that the patient is currently stable and awaiting discharge from hospital. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4) - 1104, mfg. Date: 0829/2015, exp. Date: 08/31/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Pump thrombus/thrombosis is a known potential complication associated with all patients implanted with vads. The for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that about week after the implant date on (B)(6) 2016, a CT chest showed that the left lower lobe is largely collapsed. New bilateral pleural effusions, larger on the left. Pigtail icc inserted to left side. The patient had subsequent hypoxia and respiratory distress requiring intubation. On (B)(6) 2016 the repeat CT chest showed a large left-sided haemopneumothorax which had significantly progressed in size compared to the previous study with features of ongoing bleeding. There was a mediastinal shift, rib splaying and diaphragmatic flattening. In addition, there was a suckdown occurring on the lvad and intermittent on rvad. The patient was returned to the operating theatre (ot) for thoracotomy and evacuation 2l clot with massive haemothorax. Patient was given 9 units of prbcs, 3 units of ffp, and 1 unit of platelets. On (B)(6) 2016, a repeat CT chest showed a total collapse of left lung secondary to mucus plugging + small/moderate left sided pleural collection. Chest xray showed total white out in the left lung. Bronchoscopy revealed no mucus and the clinical team decided it was external and probable blood collection. The patient remained intubated. On (B)(6) 2016, patient was sent to the ot for washout of clots that were described as old. On the return to ICU the patient had significant drainage from the icc within the first hour, rvad suckdown, and runs of vtach. A massive transfusion protocol was initiated, noradrenaline was commenced up to 40mcg/min + lactataemia. The patient was eventually returned to ot for packing left insitu. An additional 10 units of prbc, 4 units of ffp, and 4 units of platelets were given. On (B)(6) 2016, the patient was returned to the ot for removal of packing. The patient was stabilized and had no further no further vt or suction alarms. Required 2 additional units of prbc. There was no heparin or aspirin given during this time. The pigtail icc drain remained insitu. On (B)(6) 2016 , aspirin was restarted. On (B)(6) 2016, the pigtail icc was removed and the cxr post stable no pneumothorax. On (B)(6) 2016, chest xray remained stable and warfarin was started . Heparin was therapeutic.